Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4 g3 g6 h2 h4 h6 h10 visual examination of the returned product identified one locking ring was returned and evaluated. Upon visual inspection the locking ring was bent. The width and thickness of the locking ring were checked and found within conformance of the print. It is unknown if the deformation occurred during or prior to the assembly attempt. Additionally, the orientation of the ring in the groove was unable to be confirmed. Complaint confirmed by evaluation of the returned locking ring. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the locking ring on bipolar cup was bent. When the box was opened, the locking ring was bent and could not be assembled with the liner. A new locking ring was used to complete the surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.